Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at their lead incision site. Antibiotics were administered but did not successfully resolve the infection. The evoke scs system was explanted. The physician assessed that the patient¿s infection was caused by bacteria commonly found in water and suspected that the infection may have been caused by the patient¿s use of the hot tub.